Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff for one patient involving access 2 immunoassay system. The elevated result was reproducible and discordant with an alternate testing methodology. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was drawn in bd plastic lithium heparin with gel tube. The sample was spun for 5 minutes at 3,800 rpm (rotations per minute). System check performed on (B)(4) 2008 was within specifications. Customer product line support (cpls) laboratory tested the patient sample and confirmed heterophile interference as the root cause for the false positive troponin I results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus, troponin I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.